Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device eval confirmed the #2, #3, #4, #5, #6, #7, #8, #9, and (.) Key to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #3 key will occur following the selected key's function (e.g. When the #1 key is pressed 13" will be displayed. When in alphabetic mode and the "abc" key is selected, "ag" will be displayed interfering with the mdl drug search). The device was determined to not be within specification in relation to the reported symptom. The keypad was replaced and the device was returned to the customer. Baxter has initiated a CAPA to further investigate the reported event.

Event description:
It was reported that the keypad on a pump auto populates the number 3 or the letter g anytime a key is pressed. The customer stated that there was no pt injury.